Event description:
It was reported, the pt experiences overstimulation when he moves his head regardless of stimulation being on or off. The sjm rep met with the pt and indicates the overstimulation may be positional changes. Also, diagnostics were performed and showed normal impedances and the pt has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.